Event description:
It was reported that the collimator on the 9900 system closed down during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The a/c line plug wires were tightened and the circuit board was reseated during the service call. The system was tested and found to be working as intended and put back into service.